Event description:
Customer reported a leak was noted upon priming near the upper fitment. User primed IV set, placed it in the lvp and noted leaking prior to connecting tubing to the patient. No patient contact or harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for evaluation. It has not yet been received. A follow up will be submitted if further information is obtained.